Event description:
It was reported that a one-link IV connector would not flow. An unknown pump alarmed for a downstream occlusion during a total parenteral nutrition infusion. The user attempted to flush the line without success. The one-link was removed from the set up and infusion was continued without incident. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up MDR will be submitted.